Event description:
Patient was on or bed, and bed unexpectedly moved, left side tilted down. Staff was able to prevent the patient from falling, no harm to patient. Per biomed, or table was addressed by intermed under system service contract.